Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has elected to not proceed with revision surgery at this time. The recipient remains implanted. A review of the device history record revealed no anomalies. This is the final report.

Manufacturer narrative:
.

Event description:
The recipient is reportedly experiencing intermittencies. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery is under consideration.